Manufacturer narrative:
(B)(4). Date device returned to manufacturer was changed to (B)(6) 2016. The device was received for evaluation. A visual inspection was performed with no issues noted. Functional testing was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).the device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a nurse could not properly connect a transfer set into a uv assist device. There was a small gap between the transfer set and disconnect kit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.